Event description:
It was reported the right ventricular (rv) lead was explanted due to suspected rv lead fracture. X-ray imaging was performed and the rv lead was observed to be kinked. The patient was in stable condition.

Event description:
Additional information received indicated increased capture threshold resulting in a loss of capture was observed on the right ventricular lead.

Manufacturer narrative:
The reported events of suspected lead fracture and loss of capture were not confirmed. As received, a complete lead was returned in two pieces. Electrical tests and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of procedural damage.